Manufacturer narrative:
Should this lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant the pacing thresholds were poor. This lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant the pacing thresholds were poor. This lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner coil conductor resistance measured as an electrical open indicating a fractured or broken conductor. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observation.

Event description:
It was reported that during the implant the pacing thresholds were poor. This lead was thus not used and was returned. No adverse patient effects were reported.